Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the distal right coronary artery (rca). An unknown stent was previously placed in the mid rca, and there was significant calcification in the proximal rca. The 2.75 x 12 mm xience v stent delivery system (sds) was advanced for direct-stenting; however, after multiple attempts, the device could not cross the previously placed stent and proximal calcification. The sds was removed and dilatation was performed in the proximal rca. The xience v sds was advanced again; however, the device could not reach the lesion. During removal, resistance was met with the calcium in the proximal rca, and the stent dislodged. A mini trek balloon was advanced and used to deploy the stent in the proximal rca. The distal rca was treated with dilatation only, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4): re-insertion, no pre-dilatation.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the balloon, and on the shaft, which is consistent with guide wire insertion and advancement into the body. There was no contrast visible. The tip length met manufacturing criteria. The stent implant was dislodged from the balloon and was not returned, thus confirming the complaint. However, there were crimp marks visible on the tightly folded balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. The inability to advance / cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to stent dislodgement include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy and accessory devices. To ensure this type of event is not the result of a product deficiency, all stent delivery systems (sds) are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment prior to lot release. In this case, it was reported that attempts were made to advance/cross a previously stented, moderately calcified, 70% stenosed lesion via direct stenting (no-pre-dilation), which likely contributed to the reported failure to advance/cross the lesion. It was also reported that the device was removed from the patients anatomy then re-inserted, and resistance was met with calcification in the lesion, which likely contributed to the reported stent dislodgement. There is no indication of a product quality deficiency. A mini trek balloon catheter was advanced and used to deploy the dislodged stent in the proximal right coronary artery. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU states place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Furthermore, the IFU states, an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. In this case, the reported use errors likely contributed to the reported complaint. A review of the lot history record for the reported lot revealed no nonconforming material records initiated for lot release testing failures, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed there were no other incidents reported for difficulty to remove from the lesion/anatomy or stent retention issues. There is no indication of a lot specific product deficiency.